Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with noise on the atrial lead channel via merlin.net transmission. The patient denies any exposure to emi. Attempting to reproduce the noise with isometrics was suggested. Programming changes were recommended. Further actions will be discussed with the physician.